Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and patient's concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white calcification (approx. 30%). Leak test and microscopic analysis were performed which identified no leakage. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV", and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.